Event description:
Patient presented to the physician five days post-implant procedure with a hematoma at the chest incision site. Physician drained the hematoma in the clinic and prescribed antibiotics due to concerns of infection.